Event description:
Customer reported that sparks were coming from a cable on a pyxis medstation 4000 device. The station was unplugged as a precaution. The customer confirmed that no harm to patients or users occurred.

Manufacturer narrative:
On october 11, 2021 bd received a complaint (B)(4) from (B)(6) medical center, that they had observed sparks coming from a cable on the pyxis medstation 4000 device. The device was unplugged as a precaution and there was no report of harm to any patients or users. The field service technician went onsite and observed that a pyxibus cable was frayed and caused the sparking. The field service technician replaced the damaged cable and rerouted it. The device was tested and no further issues were discovered.